Manufacturer narrative:
Patient product ID: 37092, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they used to use the ins regularly and they had good success with the ins, however they went to use the ins and the programmer wouldn't power on. Pt stated that they put new batteries in the programmer, however the programmer still didn't power on. Pt stated that recently they had a lot of leg and back pain. Pt confirmed that there was no apparent damage to the programmer or signs or corrosion in the programmer battery compartment. Pt stated that the issue started probably around christmas time. The patient was sent a replacement programmer.

Event description:
The patient reported additional information that what led to the leg/back pain and controller not powering on was that they have had back and leg pain for a long time. The "unit" really helps and they had back surgery and pain in the leg which comes mainly from stress. They replaced the unit and the leg/back pain was resolved. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97740, lot#/serial# (B)(6), product type programmer, patient product ID 37092, lot#/serial# unknown, product type multiple therapy product h3: analysis of the programmer (product ID 97740, lot# /serial# (B)(6)) found they replaced the telemetry board due to corrosion causing no power. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they used to use the ins regularly and they had good success with the ins, however they went to use the ins and the programmer wouldn't power on. Pt stated that they put new batteries in the programmer, however the programmer still didn't power on. Pt stated that recently they had a lot of leg and back pain. Pt confirmed that there was no apparent damage to the programmer or signs or corrosion in the programmer battery compartment. Pt stated that the issue started probably around christmas time. The patient was sent a replacement programmer. The patient reported additional information that what led to the leg/back pain and controller not powering on was that they have had back and leg pain for a long time. The "unit" really helps and they had back surgery and pain in the leg which comes mainly from stress. They replaced the unit and the leg/back pain was resolved.